Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. No clicking noise anomaly noted during testing. Device uploaded properly using care link. Device had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 454 mg/dl at the time of incident. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that they experienced symptom related to high blood glucose such as nausea. Customer reported they did contact their health care professional regarding the high blood glucose. Customer preformed self test and it passed. Customer preformed displacement test and it failed. The device will be returned for analysis.